Manufacturer narrative:
The tubing for the thermal therapy system was returned to the manufacturer for analysis. The tubing was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Concomitant medical products: other relevant device(s) are: product ID: 9735560, serial/lot #: (B)(4), ubd: 01-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a soft neuro tissue ablation, the saline extension tubing for the thermal therapy system was found to have a hole in it. It was reported that the case was continued after replacing the tubing. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.